Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -15.0/4.0/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 and (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2021 the lens was removed, replaced and fixed vertically. This exchange resolved the problem.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Claim# (B)(4).